Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that the customer was dx with malignancy at the ge junction, and a competitor's esophageal stent was placed at another hospital. On wednesday, (B)(6) 2023, an egd was performed where the competitor's stent was identified to have migrated into the stomach. The distal esophagus was strictured down, where they could not pass a pediatric egd stomach to retrieve the stent. The decision was made to use an esophageal stent to open the stricture and have a follow-up egd to retrieve the competitor's stent. The physician placed an esophageal stent and then decided to telescope another stent overlapping 3 cms. They brought patient back on friday (B)(6) to perform egd to pull the competitors' stent into the esophageal stent and then remove all remaining stents. When removing the most proximal stent all 3 stents were still connected and moving together. The proximal end broke off in the patient. The physician tried using a dual channel scope and remove using two graspers but was unable to. The decision was then made to admit patient and bring in ent surgeon to assist. On sunday (B)(6), the ent surgeon performed a suspension laryngoscopy and was able to remove the esophageal stent. The stents came out together, and then the physician went down and removed the competitor's stent. No injury to report.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually and microscopically investigated. The complaint could not be confirmed, and the root cause is attributed to use error as the IFU was not followed. A review of the device history and complaint database could not be performed since the lot number was not provided.